Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05501, 0001822565 - 2017 - 05502. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported the patient was revised for a poly swap. No further information has been made available.